Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with a red liquid droplet seen forming on the catheter shaft. No details of the leak could be discerned from the photograph. No additional damage was noted on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on march 16, an catheter was successfully inserted for the patient. Recently, the patient reported discomfort in the axillary region during catheter flushing following intravenous infusion. The patient reported this discomfort on several occasions. Initially, we suspected mechanical phlebitis and provided appropriate symptomatic treatment; however, the response was poor. Today, after the infusion was completed, we consulted with the patient and removed the catheter, discovering fluid leakage at the 16-cm mark. No further information was provided.